Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 59 year-old female patient who had essure (ess205) inserted (lot no. 621808). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2020 she experienced pelvic pain (seriousness criteria medically important and intervention required), arthralgia ("pain in the hips"), pain in extremity ("pain in legs and feet"), fatigue ("immense fatigue"), alopecia ("hair fall"), nail growth abnormal ("fingernails no longer growing"), brain fog ("brain fog"), ear, nose and throat disorder ("ear-nose-throat (ent) problem") and pain ("generalised pain"). Essure (ess205) was removed on (B)(6) 2023. The patient was treated with surgery (removal of essure). At the time of the report, the fatigue and pain had not resolved. The outcomes for pelvic pain, arthralgia, pain in extremity, alopecia, nail growth abnormal, brain fog and ear, nose and throat disorder were unknown. No causality assessment was received for essure (ess205) with regard to pelvic pain, arthralgia, pain in extremity, fatigue, alopecia, nail growth abnormal, brain fog, ear, nose and throat disorder or pain. The reporter commented: all of my documents and test results are in the possession of the surgeon who is to perform my surgery to remove the devices. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Lot number: 621808 manufacture date: (B)(6) 2006 expiration date: (B)(6) 2009. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 59 year-old female patient who had essure (ess205) inserted (lot no. 621808). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2020 she experienced pelvic pain (seriousness criteria medically important and intervention required), arthralgia ("pain in the hips"), pain in extremity ("pain in legs and feet"), fatigue ("immense fatigue"), alopecia ("hair fall"), nail growth abnormal ("fingernails no longer growing"), brain fog ("brain fog"), ear, nose and throat disorder ("ear-nose-throat (ent) problem") and pain ("generalised pain"). Essure (ess205) was removed on (B)(6) 2023. The patient was treated with surgery (removal of essure). At the time of the report, the fatigue and pain had not resolved. The outcomes for pelvic pain, arthralgia, pain in extremity, alopecia, nail growth abnormal, brain fog and ear, nose and throat disorder were unknown. No causality assessment was received for essure (ess205) with regard to pelvic pain, arthralgia, pain in extremity, fatigue, alopecia, nail growth abnormal, brain fog, ear, nose and throat disorder or pain. The reporter commented: all of my documents and test results are in the possession of the surgeon who is to perform my surgery to remove the devices. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.